Event description:
The customer contact reported a cut near the semi-rigid adapter of the clave secondary port. The tubing set was to be used to deliver an unspecified concentration of either dimorf with normal saline solution or electrolytes with dextrose 5% glucose, at an unspecified rate. It was reported after the tubing set was primed prior to patient use, a cut was noted between the dual channel cassette and the clave, near the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. The customer contact described the edges of the cut as clean. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
One used sample was received and evaluated. During testing, no cuts in the tubing set were noted. Testing found the clave secondary port on the cassette of the tubing set was torn off. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.